Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/17/2015 with the following findings: the pump's black box and history showed that the pump was running on the wrong time/date after a reset. The last basal delivery was recorded with 03/07/07 at 6:45pm. No delivery interruption was observed. The pump's total daily dose appeared to be inaccurate due the pump being run on the wrong time/date setting. The pump powered on to a dim and reddish display contrast. The initial allegation could not be duplicated.